Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that when she received low reservoir alerts, it seemed as though she was not receiving insulin. She noted that she had been on prednisone for asthmas for 3 weeks and stated that this had messed everything up for her. She reported that she changed the infusion sets every 3 days. The blood glucose reading reached as high as 400 mg/dl, which was treated with a manual injection. The customer requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-19101.